Manufacturer narrative:
Complaint was confirmed. One unpackaged (B)(4) serial number: (B)(6) was received. Upon visual investigation, it was noted that the cord was cut. Functional testing could not be performed due to damage to the device. A most likely cause can be attributed to misuse/mishandling due to damage to the device. Refer to investigation photos.

Event description:
On 02/27/2024, it was reported by a sales representative via (B)(4) that an ar-6482 dw remote was damaged, the cord was cut. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.